Manufacturer narrative:
The evaluation showed, that the bolt in the upper part (backward) disengaged. The joint has play and there are scratches on the upper part. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer there is noise while walking. The patient did not fall.